Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 complaint of failing accuracy +46.8% was not revealed in the event log and during testing to duplicate accuracy the device fell with the specification of +/-6%. No action taken as no fault could be established and unknown cause.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400. Summary in h 10.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+46.8%). No patient was involved in this event. No adverse effects were reported.